Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level was over 500 mg/dl. The customer went to the emergency room (ER) for treatment. Insulin was administered intravenously (IV) and saline drip was administered. The customer remained in the ER for a few hours. Reportedly, the customer was "feeling better" upon leaving the ER and indicated that the treatment was successful. No further event details were provided by the customer.